Event description:
It was reported that (1) lcsc5 was used during a laparoscopic ventral hernia procedure. It was reported by the rep that the surgeon was using lcsc5 with a hp052. The device intermittently locked out and after fifteen minutes it locked out completely. The surgeon did not touch any other devices, nor did he do anything out of the ordinary. A new blade was put on and it locked out occasionally. The surgeon was able to finish the case using standard trouble shooting techniques. There was no consequence to pt.